Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported during a routine field service maintenance visit, a broken blade was observed inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that issues identified with the associated handpiece (B)(4) contributed to the blade breakage. Upon disassembly of the associated handpiece, the drivetrain was found to be worn.

Event description:
It was reported during a routine field service maintenance visit, a broken blade was observed inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.